Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and upon visual inspection, scratches were found on the top cover. The unit was installed onto a known good system and functioned as expected. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. As a result of these findings, the unit was returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the monopolar energy was not working. The customer switched out the instrument and energy cord, to no effect. In the process of connecting a covidien force triad generator, the monopolar energy started working again. The intuitive technical support engineer (tse) reviewed the system logs but did not find any related errors. The procedure was completed with no reports of patient injury. Intuitive received the following additional information via follow up: the procedure was completed using the same erbe. There were no error messages present when the system was initially powered on.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Manufacturer narrative:
Updated annex c: inv findings desc 1 to c0201: electrical/electronic component problem identified. Updated annex c: inv findings desc 2 to c070601: deformation/distortion problem. Updated annex d: conclusion desc 1 to d02: cause traced to component failure. Updated annex d: conclusion desc 2 to d11: cause traced to user.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex d - conclusion desc 1 to d14 - no problem detected.

Event description:
Refer to h11 for follow-up information.